Manufacturer narrative:
(B)(4). This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Citations: anz j. Surg. 2006; 76:548-552: doi 10.1111/j.1445-2197.2006.03774.x. [(B)(4)].

Event description:
Title : randomized controlled trial comparing prolene hernia system and lichtenstein method for inguinal hernia repair. The purpose of the study was to compare the short-term and long-term outcomes after primary inguinal hernia repair using phs mesh and lichtenstein mesh technique. Between june 2000 and august 2001, sixty-four (64) adults undergoing elective inguinal hernia repair under local anaesthesia were randomized and were divided into 2 groups: phs mesh group with 31 patients (male 97%; mean age: 63 years) and lichtenstein mesh group receiving the polypropylene onlay mesh with 33 patients (male 100%; mean age: 59 years). Prolene hernia system (phs; ethicon) is a one-piece bilobed device connected by a mesh cylinder. Each addresses a different area of ¿weakness¿ in the groin apparatus. In phs mesh group, the reported complications included mean pain score of 5.3 on day 1, hematoma (n-1) in which the patient was returned to theatre for evacuation and phs mesh was removed, and mean pain score of 3.5 on week 6. Long-term follow-up complications included mild chronic groin pain (n-4), recurrent herniation (n-1), and bacteriodes infection with superficial wound breakdown (n-1). There is no significant difference in the early and long-term outcomes between phs and lichtenstein hernia repairs. The phs technique involving preperitoneal dissection is well tolerated and easy to carry out under local anaesthesia.